Event description:
As reported: "patient came in and one of the struts was not transporting making the transporting bone shift and not line up to docking site. Patient had to spend an extra hour as the surgeon had replace the broken strut in clinic. This may delay his docking procedure in the future."

Manufacturer narrative:
The reported event could not be confirmed, since doesn't matches the alleged failure, although the product was returned for evaluation. The optical and functional evaluation of the returned part shows that the part got returned in a strongly used, but functional condition. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "patient came in and one of the struts was not transporting making the transporting bone shift and not line up to docking site. Patient had to spend an extra hour as the surgeon had replace the broken strut in clinic. This may delay his docking procedure in the future".

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The optical and functional evaluation of the returned part shows that the part got returned in a strongly used, but functional condition. R&d has done first inspection and reviewed the received information and noted: there were samples which showed ¿deformations¿ which can be caused by one non-functioning strut in the frame construct. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a non-functioning strut in the construct. If more information is provided, the case will be reassessed.